Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the posterior gripper not responding initially in the anatomy. It was reported that this was a mitraclip procedure to treat grade 3 mixed etiology mitral regurgitation (mr). During device preparation, there were no issues. When the clip delivery system was in the anatomy, the gripper lever was used, but only the anterior gripper moved down. Troubleshooting was performed and both grippers responded to the gripper lever appropriately. The mitraclip was successfully deployed reducing mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The clip delivery system (cds) was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no lot specific product quality issue. It is possible that the cds experienced excessive tension while in the anatomy possibly due to excessive curves, resulting in difficulty lowering the gripper arms; however, without the device to analyze, a conclusive cause for the reported gripper actuation issue cannot be confirmed. There is no indication of product quality issue with respect to manufacture, design or labeling.